Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level of 551 mg/dl; cause was not known. Reportedly, customer was using the cartridge past labeling. Tandem technical support educated caller on labelling timeline. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.